Manufacturer narrative:
B3 date of event was estimated based on the issues beginning approximately 5 months post procedure performed on (B)(6) 2024.

Event description:
It was reported that patient complications occurred. A 4.00 x 28 synergy drug-eluting stent was implanted to treat a target lesion. Following the procedure, the patient condition was stable. However, the patient reported that after approximately 5 months post procedure, they have experienced constant symptoms of a heart attack, jaw pain, chest pain, rashes all over the body, itching, difficulty breathing, extreme fatigue and a lot of anguish. The patient condition is currently not resolved.